Event description:
It was reported that the patient underwent a surgical procedure to replace this tactra malleable penile prosthesis as the fit was too tight around the diameter. The device was removed and replaced with an inflatable penile prosthesis (ipp). The explanted device was chosen in order to implant the largest appropriate size for the patient. It was noted that the patient had a history of pain in the region as well as other unspecified health issues. The outcome was reported to be good following the procedure.

Manufacturer narrative:
Updated: evaluation result codes; evaluation conclusion codes.

Event description:
It was reported that the patient underwent a surgical procedure to replace this tactra malleable penile prosthesis as the fit was too tight around the diameter. The device was removed and replaced with an inflatable penile prosthesis (ipp). The explanted device was chosen in order to implant the largest appropriate size for the patient. It was noted that the patient had a history of pain in the region as well as other unspecified health issues. The outcome was reported to be good following the procedure.